Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual sample was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed and the pre-repair testing observed that the device has a worn damaged drive shaft. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that there was diffuculty "getting the tubes to engage" with an attachment device. The reporter stated that there was no "issue in surgery". No injuries or medical intervention were reported. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported.